Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "while I was at the center, a nurse told me that the physician was trying to load the iabp catheter through the sheath and it bunched up and couldn't pass through the sheath." Additional information received stated "the catheter was in used minutes while the balloon was prepped prior to the event occurring. The catheter was located in the femoral artery and the same femoral site was used for the second catheter. That placement was successful." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "while I was at the center, a nurse told me that the physician was trying to load the iabp catheter through the sheath and it bunched up and couldn't pass through the sheath." Additional information received stated "the catheter was in used minutes while the balloon was prepped prior to the event occurring. The catheter was located in the femoral artery and the same femoral site was used for the second catheter. That placement was successful." Patient condition reported as "fine".